Event description:
It was reported that the patient's device had stopped working for the past couple of weeks. The patient had been having trouble and did not know if the leads had come loose or the device had come loose. She stated it had stopped working and that she had discomfort in her upper abdomen and a return of symptoms. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).